Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following an intraocular lens (iol) implant procedure, it was noted that the edge of iol was found to be damaged. The surgery was performed and completed without product replacement. Additional information provided that there was no potential health impact to the patient.

Manufacturer narrative:
Product evaluation: the product was not returned. The photo provided shows the lens in the eye. There appears to be an area on the optic edge where it is nick/chipped. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a handpiece and viscoelastic, which are not qualified for the lens/cartridge combination used. The root cause is most likely a failure to follow the dfu. The account used a non-qualified handpiece and viscoelastic. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).